Event description:
It was reported that during an arthroscopy, the fast fix 360 failed since after t1 was deployed successfully, the suture came off the needle rail while the needle was pulled out. T2 did not deployed through the meniscus. The procedure was successfully completed with three minutes of delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. B5, h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, two fast fix 360 failed. The first device, after t1 was deployed successfully, the suture came off the needle rail while the needle was pulled out. T2 did not deployed through the meniscus. The second device, after t1 was deployed successfully, the deployment knob could not be returned. The procedure was successfully completed with three minutes of delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
D4, unique identifier (UDI) was updated.